Manufacturer narrative:
Evaluation summary: post market vigilance (pmv), led an evaluation of one device. Visual inspection noted the spigot was broken. Functional testing was satisfactory. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Improper handling of the device can cause damage to external components, including the spigot. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during testing, the valve was broken. There was no patient involvement, injury, death, medical intervention, or labeling/packaging issues.